Event description:
As reported by edwards sales representative from switzerland, during a transapical tavr procedure the balloon on the 23mm ascendra + delivery system ruptured during valve deployment. The valve was not optimally placed therefore a second valve was required. During deployment of the second valve the balloon for the 2nd 23mm ascendra+ delivery system also ruptured. However, the results were considered good, there was only mild aortic insufficiency and no additional intervention was performed. Per report, there were no fragments of the device left in the patient. The aortic annulus was described as heavily calcified.

Manufacturer narrative:
Balloon rupture is a known potential risk associated with transcatheter valve deployment. Edwards has documented a technical summary regarding balloon ruptures ¿risk of balloon burst in a calcified aortic annulus¿-¿conclusions: in order to investigate reports of balloon burst, this technical summary aggregated all relevant historical complaint data and summarized the associated engineering evaluations performed since the beginning of 2008. This analysis confirmed that the rate of balloon burst complaints has been well below the applicable control limit and within the occurrence ranking per internal risk analysis documentation; this exercise also revealed that the balloon burst complaint rate has exhibited a significant decline since 2008. Review of all device investigations performed for balloon burst complaints confirmed that no clinical adverse events have been attributed directly to balloon burst. This technical summary outlined the engineering rationale for the link between a heavily calcified aortic annulus and increased risk for balloon rupture, and also presented fluoroscopic imagery from balloon burst complaint cases which supports this hypothesis. Finally, a literature review revealed that even though historical balloon burst rates in a large multi-center bav registry were significantly higher than internal balloon burst rates, no correlation was observed between balloon burst and clinical adverse events or reduced functional outcomes. Given the information presented in this technical summary, the current trending rates of balloon burst complaints can be deemed as clinically acceptable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The ascendra + delivery system (model 9355as23) is not sold or marketed in the us; however, it is deemed similar to the ascendra balloon catheter. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The complaint device was returned to edwards for evaluation. The device was received with a longitudinal tear through the balloon spanning across the entire working length of the balloon. There was no separated material or any missing component/s. Under magnification, heavy scratching was seen near the tear. All dimensional inspection of the device met specifications. There was no indication of a manufacturing non-conformance on the returned device. In this case, the balloon burst for the complaint device was confirmed. Review of the available information indicates that patient factors contributed to the event, as evidenced by heavy scratching on the balloon and the previously reported heavily calcified annulus. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds control limits for the month of june 2013 for this failure mode. Therefore, no further corrective or preventive action is required. Please reference related manufacturer report no. 2015691-2013-20614.